Event description:
It was reported that the cassette recognition was not working and wouldn't recognize the type or size of the cassette that was in it. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion sensor, which was determined to be non-reactive. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor was replaced and the device passed all testing.